Manufacturer narrative:
Product analysis :visually confirmed the tip of the driver is not broken, however a slight ccw twist is noted at the driver tip. A minute portion (~1 mm) of one of the hexalobe features are deformed. Dimensional inspection of the shaft diameter and material hardness confirmed conformance to print specification. Functional evaluation with a sample set screw confirmed the instrument would fully engage the set screw and provide torsional force without issue. The instrument appears to be capable of performing its intended function. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l3-5- posterior lumbar inter-body fusion (plif) surgery for the treatment of lumbar canal stenosis at l3-5. Intra-op, the tip of the driver was broken during final tightening. No fragments of the product remained inside the patient. The fractured tip was disposed at the facility. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.